Manufacturer narrative:
It is unk at this time whether this is related to a product malfunction. The issue is not reproducible with in-house testing of the same product version. Isite pacs is a software product. We are able to evaluate the product at the customer site by remote access, as well as evaluate the same product version in-house.

Event description:
No report of pt harm or injury related to this event. We received a complaint from a customer reporting that images available previously could not be found. Investigation into the reported occurrence is ongoing. A f/u report will be issued when the investigation is complete.